Manufacturer narrative:
Unable to perform displacement test, selftest, sleep current measurement and active current measurement due to unit received with missing segment due to cracked and bleeding lcd glass. Pump received with minor scratched lcd window. (B)(4).

Event description:
Information received by medtronic indicated that the screen was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.